Event description:
It was reported that the 9600+ system did not record the cine run when the customer selected "acquire images." No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep was unable to duplicate the problem.